Manufacturer narrative:
Concomitant medical products: w4tr01, crtp, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure, the patient experienced twitching on their left side. It was confirmed that the left ventricular (lv) lead was exhibiting diaphragmatic stimulation. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.